Manufacturer narrative:
According to the customer, on (B)(6) 2025 an "air embolism" was identified "on fluoroscopy" during a "left heart cath procedure" which caused the patient to become "unresponsive, hypotensive, and have st changes". The customer reported that there was a "crack on the end of the manifold where connecting tube connects to manifold going to catheter". The customer reported the patient required "high flow o2, narcan, and neosynephrine" due to the incident, and the patient was "doing fine" after intervention. The customer reported after the incident occurred the manifold was exchanged, and the procedure was able to be completed. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 an "air embolism" was identified "on fluoroscopy" during a "left heart cath procedure" which caused the patient to become "unresponsive, hypotensive, and have st changes".